Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness, headache, nausea, and vomiting. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, dizziness, headache, nausea, and vomiting. There was no report of medical intervention. No additional information can be requested at this time. During investigation, the manufacturer observed a well-known power supply and ac power cord, pil powered on the device and initiated therapy verifying airflow. The manufacturer used a fitt (foam integrity test tool) and was unable to confirm the presence of degraded sound abatement foam. Errors logged: 0 errors were logged. The manufacturer concludes there was able to confirm the presence for degraded sound abatement foam residue in the blower box. Manufacturers are unable to directly address the specified symptoms. Device serviced by third party, device available for eval, date returned, device evaluated by mfg., evaluation method, evaluation results code, component code grid and conclusion code grid was updated.